Event description:
It was reported that during a laparoscopic cholecystectomy with cholangiogram procedure, the device did not function properly. The tips of the clips did not proximate, the device was slow to close and upon closure it was already compressed. The surgeon removed approximately 5 defective clips from the patient. It was not known how the case was completed. No additional information was available. No patient consequences were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: jaw misaligned, scissored clip. The analysis results of the er420 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device and due to the misaligned condition of the jaws, 8 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In addition, the remaining 5 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence and the event description, the belief is that the complication was the result of the jaw being restricted from opening completely during the clip loading process.